Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the sorin centrifugal pump 5 (cp5) became unresponsive during preventative maintenance. This issue was discovered by a sorin group field service representative during routine maintenance. There was no patient involvement. The service representative contacted the customer prior to the service visit, at which time the customer stated that they were having no issues with the equipment. The entire cp5 was replaced and subsequent testing found the unit to be working according to manufacturer's specifications. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(6) received a report that the touch screen of the sorin centrifugal pump 5 (cp5) became unresponsive during preventative maintenance. This issue was discovered by a sorin group field service representative during routine maintenance. There was no patient involvement.